Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0159 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "the stylet wire broke during insertion of the PICC and a piece of the wire has remained in the patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. Many bends and curves were observed in the stylet, particularly near its distal end. The distal tip of the stylet was observed to be broken off and missing. A microscopic observation revealed the break site in the stylet was mostly flat with a rough surface texture, and some plastic deformation and delamination of the tubing was observed at the break site. Bends were observed in the stylet between nearly every magnet, and the majority of the magnets within the tubing at the distal end of the stylet were observed to be broken. The observed fracture features were indicative of severe and/or repetitive stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown.

Event description:
It was reported "the stylet wire broke during insertion of the PICC and a piece of the wire has remained in the patient." No other information was provided.